Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that the "check vent: backup alarm failed" (diagnostic code 1104) occurred at the repair center, and the alarm was also confirmed in the event log. The central processing unit (cpu) board was replaced then the issue was resolved.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: backup alarm failed" message. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No medical intervention or delay in therapy reported. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6) .